Event description:
It was reported that intra-aortic balloon (iab) catheter restriction alarm issue.there was no patient harm and injury reported.

Manufacturer narrative:
(B)(6). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes: the catheter restriction alarm indicates that the intra aortic balloon (iab) cannot inflate or deflate normally because airflow through the catheter or tubing is blocked. When this occurs, the cardiosave automatically enters standby and keeps the balloon deflated to avoid unsafe pumping. Causes of a catheter restriction alarm a catheter restriction may result from: 1. Mechanical obstruction kink, bend, or compression in: iab catheter extracorporeal tubing extender tubing. 2. Incomplete unfolding of the iab membrane a partially folded balloon cannot fully expand, causing abnormal pressures. 3. Balloon not fully exited from the sheath the sheath restricts the balloon if insertion is incomplete. 4. Off label use for example, axillary insertion (not recommended in IFU) can increase risk of restriction.